Event description:
The customer contact reported a separation. The extension set was connected to a plum soluset to deliver an unspecified solution via a plum a+ pump. After an unspecified length of time in use, the pt's parents notified the nurse that the tubing had separated from the proximal end of the filter. The customer contact reported, "the pt rolled in bed a lot." The customer contact stated, "the tubings did not need to be replaced because the nurses were going to discontinue the pt's therapy anyway." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).